Event description:
Tech alleged that the brake casters would roll from the foot end since brakes would not set from foot end of stretcher. No pt impact.

Manufacturer narrative:
Tech found the rocker arm was broken. The tech installed the brake steer upgrade and that resolved the issue.